Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the c-arm was moving in a cranio-caudal direction very slow and intermittently, manipulating the motion control joystick resulted in the movement to stop. To resolve the issue, the rse sent control module part to customer for replacement. The customer replaced the control module. The supplier's part analysis conclusively determined by the cause of control module failure was due to the button, joystick, handle, and switch were not working correctly and also showed other failures such as belly bar was bent forward, float button has incorrect haptic feedback, the pushback pressure was too low. After the control module replacement, the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. No harm was reported to philips. Philips has started an investigation of this complaint.